Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported the heads snapped off of the screws while the screws were holding a gold femoral cutting block on the distal femur. The screws were retrieved.